Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the alleged malfunction, but he suspected that the issue may have occurred because the pump may not have switched to battery #2 and subsequently shut down. The fse replaced the power management board and power slot interface as a precautionary measure. In addition, during the repair,k the fse observed that the transport left wheel seized due to the shaft being bent and the critical alarm was not functioning. To resolve these issues, the fse replaced the transport wheel assembly and the 9 volt battery. A bent IV pole was replaced as well. The fse then performed full calibration, functional testing and safety check to factory specifications; the iabp passed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave shut down during patient transport due to battery was not switching from battery #1 to battery # 2. No patient injury or harm was reported.